Event description:
It was reported that, "two avs navigator cages were broken at the insertion point during insertion. We had to use another form of avs inter body cage to complete the surgery successfully. The outcome of the patient was not affected. "

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation. Not returned.

Event description:
It was reported that, "two avs navigator cages were broken at the insertion point during insertion. We had to use another form of avs inter body cage to complete the the surgery successfully. The outcome of the patient was not affected. "

Manufacturer narrative:
Two avs navigator cages were broken at the insertion point during insertion into the disc space. We have confirmed that the two cages that were returned were damaged. We have verified that the two inserters returned were working as expected although the spring clips of one of the inserters were slightly deformed and resulted in the loose fit of the navigator cage. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records confirmed that the inserter were functionally tested with gauges simulating the most and the least bulky rails of the avs navigator cages and all the parts that were accepted passed these tests. The manufacturing records for the cages also confirmed that the implants were conforming to the specifications. No indication of material or manufacturing defect could be found. The risk management document hypothesised that two potential causes may lead to the breakage of the backrail, excessive force or poor attachment of the implant to the inserter. As the inserters were working as expected, the likelihood of a poor attachment due to the inserter is low. Thus the failure may be due to the user, if the cage was not securely attached as described in the surgical technique. The other potential cause is the excessive stress on the implant during insertion. Several conditions may contribute to this situation, including the bending movement applied onto the inserter during insertion, sub-optimal preparation of the disc space. In rare cases a spacer may be difficult to insert where a trial fits tightly (with same size). In this instance, it is suggested that the surgeon downsizes the implant. Conclusion: the complaint is considered indeterminate from a manufacturing perspective. No product fault could be detected and as the complaint condition could not be reproduced the complaint may be considered non-issue. However, as it has been identified that two potential causes for these implant breakages may be excessive force or poor attachment of the implant to the inserter, the reported event is likely to be user related and user error contributed to this event.